Event description:
--

Event description:
Boston scientific received information that this device tripped end of life (eol) due to a charge time of 34.6 seconds. The clinic reports that just under two months ago the charge time was 18.9 seconds with a monitoring voltage of 2.79 v. The device never tripped elective replacement indicator (eri). Boston scientific technical services (ts) discussed the therapy that was still available to the patient. No adverse patient effects were reported.

Manufacturer narrative:
I went to the field for additional information regarding explant and return of the device for analysis. This report will be update when new information is received.

Manufacturer narrative:
The patient underwent a successful revision procedure. Upon receipt our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing charge time of 34.832 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. The device's pacing, sensing, and shocking functions were verified.